Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not like the feeling of paresthesia. In turn, the patient stopped charging and using the ipg. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 where in the ipg was explanted and replaced with another model to provide different mode of therapy.